Manufacturer narrative:
This report is submitted on may 20, 2024.

Event description:
Per the clinic, the device was explanted (date not reported), due to an infection at the implant site. It is unknown if there are plans to reimplant the patient as of the date of this report.